Event description:
The customer contacted baxter's technical service center to report a system error 2240 (air in line) alarm on home choice (hc) during dwell 3. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, and cycle power off and on. The tsr explained the alarm and the hp stated that he left the clamp open on a spare line causing the alarm in dwell 3. The tsr explained to discard all supplies and to report alarms to the nurse the next morning. The hp will finish the therapy manually. Product surveillance was contacted by the nurse on (B)(6) 2011. The nurse stated the patient had reported the event and has been doing fine on therapy as far as she knows. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.